Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Patient reported that they had a stroke in (B)(6) 2014 prior to the placement of their device and since then, there had been a question of whether the patient was still having strokes or not. Regarding the circumstances that could have to possible mini-strokes, the patient stated that their stroke symptoms had continued to re surface years after the fact that they had no updated MRI to know the state of health their brain was in. Patient noted that there had been no resolution. Their seizure control had worsened and their stroke symptoms are still with the patient. No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
Product was implanted for off-label use.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for epilepsy and movement disorders. The patient reported that about a year ago they suddenly started having a return of symptoms and seizures. The patient reported that the ins controlled the symptoms for a year with the ins and medication. The patient reported that they needed an MRI to check if the patient was having mini strokes, as well as to determine the cause of the patient's seizures and symptoms. No further patient complications have been reported as a result of this event.